Manufacturer narrative:
Carefusion file identification number is (B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). Other ¿ at this time, carefusion has not received the suspect device component for evaluation.

Event description:
The customer reported when doing preventative maintenance (pm) on the vela ventilator; the ventilator was delivering low tidal volumes (vt), between 180-200. The customer checked the o-rings and the device passed during calibrations. The customer did not provide patient information. At this time, it is unknown whether there is patient involvement.

Manufacturer narrative:
(B)(4). Per results of investigation, the carefusion failure analysis (fa) lab received the suspect turbine assembly and installed it in a known good vela ventilator unit. The unit was powered on in respiration mode and the reported issue of low tidal volume delivery could not be duplicated.